Event description:
It was reported that this right atrial (ra) lead had loss of capture during patient follow up. This lead was confirmed to be dislodged by fluoroscopy and repositions attempts failed. This lead was explanted and replaced by a new lead. This device has been returned and analysis is anticipated. No additional adverse patient effects were reported.